Event description:
Add'l info rec'd from MFR 5/6/02: thane international does not mfg the ab-tronic nor do they sell this product within the us. Thane has international and canadian marketing and distribution rights only.

Event description:
The rptr used the abtronic device for the first time after reading all the instructions and didn't feel anyting strange until near the end of the usage. When the rptr removed the belt rptr felt some discomfort on their skin. Rptr looked down and saw that the pad had burnt skin, the burn ways is about 1/4 inch in diameter, and at the time the burn was getting painful and was only soothed when burn ointment was applied. The burn was at belt height on stomach, so it caused discomfort for a while due to clothes rubbing it. Rptr took a look at the pad and you can see where the pad had burnt them, there is a mark that is quite visible.